Event description:
It was reported that the patient received 6 atp shocks and one 30j shock due to t-wave oversensing. The physician suspected dislodgement but wanted to avoid a procedure. The physician opted to reprogram the device parameters instead.

Manufacturer narrative:
Na